Event description:
It was reported that +23.5 diopter cc4204a collamer single piece lens was loaded with too much viscoelastic and the lens slipped back and was overrode by the plunger. The lens was torn the surgeon advanced it into the eye. The lens was removed and discarded without any injury to the patient. The reporter stated the event was caused by the excessive viscoelastic used during loading.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).